Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a right knee revision approximately three and a half years post-implantation due to aseptic loosening of the femoral and tibial tray. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2024-00045. D10 medical devices: femur cemented cruciate retaining standard right size 11, catalog#: 42502607002, lot#: 64522471. Articular surface fixed bearing cruciate retaining (cr) right 10 mm height, catalog#: 42521000510, lot#: 64516250. All poly patella standard cemented size 38 mm diameter 9.5 mm thickness, catalog#: 00597206538, lot#: 64488649. Refobacin bc r 1x40 us catalog#: 110034355, lot#: 851dah1704. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided pictures identified explanted tibial and femoral implants. However, they were insufficient to complete visual or dimensional evaluations. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.